Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a detached needle occurred. The sensor was inserted into the abdomen on (B)(6) 2018. A sensor pod was returned for evaluation. Based on visual inspection, testing concluded that we are unable to perform an investigation on the sensor cause of failure due to only the sensor pod being returned. The reported event of a detached needle could not be confirmed. A probable cause could not be determined. It was reported that the patient used an expired sensor. Labeling indicates: don¿t use expired sensors. Before inserting, always check the package label for the expiration date using the yyyy-mm-dd format. If past the expiration date, don¿t use because the sensor glucose readings might not be accurate, resulting in you missing a severe low or high glucose event. No additional event or patient information is available.